Manufacturer narrative:
Actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Pump performed according to specification. Conclusion: the alleged complaint/defect could not be duplicated. If more customer/pt info becomes available, a follow up report may be submitted.

Event description:
Reported by the customer as: "pump continued to pump after food was gone". No patient injury reported.